Event description:
This report has been created to document the customer issues pertaining to clot formation during use with the introducer sheath. This clarification information was provided after the manufacturer was notified of the initial reported event. The "made aware date" for this event is considered to be march 4, 2009. General complaint description: there have been clot formations noticed while using the introducer sheath during procedures. All attempts to obtain specifics to the exact dates and event descriptions for the issue have been unsuccessful.

Manufacturer narrative:
The customer has indicated that the actual complaint sample was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is known and a review of the device history record did not detect any deficiencies in the manufacturing process. In conclusion, the investigation was unable to confirm the reported event. Historically, this type of complaint issue is very infrequent (B) (4). Previously, analysis had been conducted for these devices and the results were as follows: the results of the in-vitro thrombogenicity testing proved inconclusive as clotting was noted on the test device as well as the control device. The in-vivo thrombogenicity testing (thromboresistance in the dog jugular vein) was performed in a simulated manner and concluded that the device was non-thrombogenic. An audit of the manufacturing facility did not detect any issues which might contribute to the thrombogenicity noted in this complaint. In discussions with our medical director, it was noted that clotting in interventional cardiology procedures is usually related to the anticoagulant regimen and the patient's coagulation physiology rather than the device.